Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic with an alert for charge time limit reached. Review of the session record revealed long charge time. Device replacement is planned.

Event description:
New information received notes the device was explanted.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.